Event description:
It was reported to vyaire medical that bellavista1000 us had an alarm 270 - o2 input pressure too high - no o2 dosing possible happened prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Received logs showing error code 270. Verify that the vent is set to high pressure in the o2 function screen and customer confirmed that it was not set which resolved the issue. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to user failure - not following instruction. There was no failure detected as the unit functioned as designed. Pressure setting was corrected and the issue resolved.